Event description:
This event was reported as valve explanted at implant due to significant aortic regurgitation after coming off bypass. The leaflets did not coapt. No further information was provided.